Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On an unk date a type ii endoleak with aneurysm growth was noted. No further info is available.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications. (B)(4). The date of the event could not be determined.